Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397396 and 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer used 2 different strip lots for the results: strip lot 39739621 expiring 31-oct-2020 (strip lot a). Strip lot 40963821 expiring 31-jan-2021 (strip lot b). The initial result on the meter was 5.5 inr at 2:28 p.m using strip lot a. The customer tested again using a different finger and the result from the meter was 5.6 inr at 3:18 p.m. Using strip lot a. The customer tested a 3rd time using a different finger and the result from the meter was 6.2 inr at 3:31 p.m. Using strip lot b. Since the results were high, the customer was taken to the laboratory for confirmatory testing. The result from the laboratory within an hour was 4.1 inr. On either (B)(6) 2019 the customer had a result at the laboratory of 3.2 inr. The result from the meter within an hour was 4.7 inr. It is not clear which strip lot was used for this comparison. The customer's therapeutic range is 2.5 - 3.5 inr. The customer is in stable condition.